Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided further investigation of the customer issue included a review of the complaint text, in-house testing, an instrument log review, a search for similar complaints, a batch record review and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. No issues were identified which would indicate a product deficiency from the batch record review. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total b-hcg reagent, list 07k78, lot 61052ui00, was identified.

Event description:
The customer observed false positive results while using the architect total b-hcg reagent. The customer provided the following data: initial 113.45 miu/ml (positive), retested 110.85 miu/ml (positive). Retested at another lab (immulate method): 0.100 (range 0-5) (negative). There was no impact to patient management reported.